Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that explant occurred on 01-jun-2023.

Manufacturer narrative:
Continuation of concomitant medical product(s): product ID 09100-60, serial# (B)(4), implanted: (B)(6) 2023, product type lead; product ID 09100-60, serial#(B)(4), implanted: (B)(6) 2023, product type lead. Device information references the main component of the system. Other relevant device(s) are: product ID: 09100-60, serial/lot #:(B)(4), ubd: 28-dec-2025, UDI#: (B)(4), product ID: 09100-60, serial #: (B)(4), ubd: 28-jun-2026, UDI#: (B)(4). Report source: the country of origin is switzerland. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that impedances were getting worse over time and they lead to "out of regulation." 3 poles out of 4 weren't working and reprogramming wasn't possible any longer. Surgical intervention was scheduled for (B)(6) 2023.

Manufacturer narrative:
Continuation of d10: product ID 37082-60 lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: product type extension product ID 09100-60 lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6. Device code a0722 has been removed. Codes belong to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that ¿other lead became defective¿ meant the second lead. The impedances were high. The first lead was replaced on (B)(6) 2023. The cause was not identified.

Manufacturer narrative:
Continuation of d10: product ID 37082-60 serial# (B)(6) implanted: (B)(6) 2023: product type extension product ID 09100-60 serial# (B)(6) implanted: (B)(6) 2023: product type lead product ID 09100-60 serial# (B)(6) implanted: (B)(6) 2023: product type lead it remains unclear at this time which lead (serial# (B)(6) has been replaced already. Follow-up is being conducted to clarify this. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that after successful replacement of one of the leads, the other lead became de fective. The healthcare provider (hcp) remarked that during surgery he changed the side of the y-input, meaning that the lead to replace was plugged in the same side of the y-extension. Replacement of the lead, y-extension and implantable neurostimulator (ins) is scheduled for the 25th of may. The system will be sent in for analysis.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the surgery was moved to today (B)(6) 2023. The surgeon told the rep that both leads are now having impedance on 3 poles that are over 40k. He will exchange the entire system (ankerstim x2, y-extension and intellis). They will then send it in for analysis.

Manufacturer narrative:
Continuation of d10: product ID 09100 lot# serial# unknown implanted: (B)(6) 2023, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Device analysis for lead yy0051900k revealed conductors #0, 2, and 3 were broken at the connector weld sites; 1.6 cm, 0.75 cm, and 0.3 cm from the proximal end of the lead. The #3 weld was broken. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Device analysis for lead yy0052274k revealed conductors #0 and 3 were broken at the electrode weld sites; 0.6 cm and 6.4 cm from the distal end of the lead. Electrode #2 weld was broken. There were broken conductors between electrodes #2 and 3, 5.5 cm from the distal end of the lead; unable to determine which conductor was broken at this location as conductors #0 and 2 were also broken at the electrode weld sites. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Device analysis for extension nkb030689v revealed the #0 conductor was broken 1.0 cm from the distal end of the extension. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Device analysis for ins nme822854h revealed no significant anomaly, not in new condition. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the ins was functional. Device analysis for lead unknown revealed conductor #0 was broken at the electrode weld site, 0.6 cm from the distal end of the lead. Conductor #3 was broken at the electrode weld site, 6.4 cm from the distal end of the lead. There were broken conductors between #2 and 3, 5.5 cm from the distal end of the lead; unable to determine which conductor was broken as #0 and 2 were broken. Electrode #2 weld was broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.